Event description:
The manufacturer received information alleging that the device is unavailable for patient/clinical use because it failed the ambient pressure. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The complaint has been confirmed. The o2 blender pca kit needs to be replaced.